Event description:
Caller alleged discrepant results compared with the physician's office lab (pol). Results as follows: date: ng, inratio: 1.9, pol: 3.9; ng, 2.6, 2.2. Time between inratio and pol testing within 1 hour. Pt's therapeutic range: not provided. Data comparison were taken a week apart, but specific dates were not given. On (B)(6) /2012, was used at the date of event since it was the date that the MFR received the complaint.

Manufacturer narrative:
Investigation pending.